Event description:
An attorney's office is making a subrogation claim under claim reference number 0776122699 and alleging that a heating pad was the cause of a fire that damaged its client's property. There was not a report of personal injury with this incident.